Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device was deactivated due to an allegation of premature battery depletion. No adverse patient effects were reported.